Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch function of the programmer's display screen was not working; re-calibration was ran, and it appeared to work, but there were dead spots on the screen where the stylus did not work correctly. The caller was advised to return the programmer for repair; the programmer remains in use at this time. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and screen were not working together correctly and the connection between the overlay and the xy board was reseated and the stylus calibrated. The hard drive was reconfigured, the software was reloaded and updated and the programmer then passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.